Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure and error 4 times. The customer's blood glucose value was 27.2 mmol/l. Customer reported they were unable to clear the alarm. Customer stated they were unable to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.